Event description:
The following has been reported: biomed reported: several tubing complaints on our internal reporting system from (B)(6). Blood back flow into tubing even after burping bag. Delayed treatment but no patient harm . A preliminary review identified the following issue: backflow into primary or secondary unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Biomed reported: